Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malfunction of essure coming into the cavity on the left side') and pelvic pain ('pain / pelvic pain') in a 42-year-old female patient who had essure (batch no. B59459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho novum from 2011 to 2014. Concurrent conditions included irregular menstruation. In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain/ loss (specify which one) / weight gain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown and the pelvic pain, metrorrhagia, urinary tract infection, migraine, nausea, dyspareunia, vaginal discharge, weight increased and abdominal pain had not resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Received treatment for pain, bleeding, bladder/urinary problems : yes, other injuries/symptoms : no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, failure to occlude (close) fallopian tubes were occluded. Fallopian tubes were not occluded; on (B)(6) 2014: fallopian tubes were occluded.. Pathology test - on (B)(6) 2017: preoperative diagnosis: pelvic pain malfunction essure device. We kept the devices. Myometrium: leiomyomata.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter added. Event : abdominal pain, metorhagia (bleeding b/w periods) added. Outcome of the event dyspareunia (painful sexual intercourse), pelvic pain, uti, vag. Discharge, nausea, migraine, weight gain were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malfunction of essure coming into the cavity on the left side') and pelvic pain ('pain / pelvic pain') in a 42-year-old female patient who had essure (batch no. B59459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho novum from 2011 to 2014. Concurrent conditions included irregular menstruation. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain/ loss (specify which one) / weight gain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, nausea, dyspareunia, vaginal discharge, weight increased and vulvovaginal pain outcome was unknown. The reporter considered device dislocation, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, failure to occlude (close) fallopian tubes were occluded. Fallopian tubes were not occluded; on (B)(6) 2014: fallopian tubes were occluded.. Pathology test - on (B)(6) 2017: preoperative diagnosis: pelvic pain malfunction essure device. We kept the devices. Myometrium: leiomyomata. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2019: medical record received. Event added: malfunction of essure coming into the cavity on the left side. Reporter, lab data and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 42-year-old female patient who had essure (batch no. B59459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho novum from 2011 to 2014. In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain/ loss (specify which one) / weight gain"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, nausea, dyspareunia, vaginal discharge, weight increased and vulvovaginal pain outcome was unknown. The reporter considered dyspareunia, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, failure to occlude (close) fallopian tubes were occluded. Fallopian tubes were not occluded; on 29-oct-2014: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. B59459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho novum from 2011 to 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain/ loss (specify which one) / weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, nausea, dyspareunia, vaginal discharge, weight increased and vulvovaginal pain outcome was unknown. The reporter considered dyspareunia, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, failure to occlude (close) fallopian tubes were occluded. Fallopian tubes were not occluded; on (B)(6) 2014: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: case become incident. Lot was added. Event injury nos replaced with new events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, vaginal pain were added. Indication updated. Patients demographics were added. Lab data were added. Removal date of essure was added. Historical drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.